Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 2067 radiofrequency programmer head. (B)(4)

Event description:
It was reported that the analyzer no longer recognized/communicated with the programmer. Both the programmer and the analyzer were returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the analyzer no longer recognized/communicated with the programmer. Low backup battery was indicated on the analyzer and the battery was replaced, however the analyzer still did not communicate with the programmer. The analyzer was to be scrapped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.